Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had buttons stuck did not respond, received error code and shut off become non responsive. The customer¿s blood glucose level was unknown at the time of the incident. The customer reported that the insulin pump had random no deliver alarms, cracks on reservoir, battery holder and right above screen up arrow. The insulin pump will not be returned for analysis.